Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014 and the pt was discharged home. Approx 24 hours later, the pt returned to the hospital "with sepsis". The pt was admitted into the hospital and "treated with IV antibiotics". The pt was discharged home on (B)(6) 2014. During the pt's f/u on (B)(6) 2014, the test culture revealed group b strep. The pt did not have a fever and the antibiotics were completed on (B)(6) 2014.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. A failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).